Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that both the patient's backup batteries (ebbs) were replaced on (B)(6) 2024 due to a routine exchange for expiration. On (B)(6) 2024 the patient reported that their system controller had an ebb fault alarm. The patient presented to the clinic and the ebb was replaced after reseating was attempted. The ebb fault resolved with the ebb exchange on (B)(6) 2024. It was additionally reported that the patient received another ebb fault on (B)(6) 2024, the system controller was exchanged which resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log files. The log files captured backup battery fault alarms on the reported event dates of 01jul2024 and 13aug2024, both of which correlated to a load test condition. The onset of the alarm on 01jul2024 was unable to be observed, as the alarm was only viewed within one event in the periodic data, and this alarm resolved within the next recorded event. During the alarm that occurred on 13aug2024, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The patient¿s controller was exchanged on the same date to resolve the alarm. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Multiple load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault and no external power alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.